Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00144 on 12-sep-2025. Additional information (03-oct-2025): siemens reviewed the instrument data files and the information provided by the customer. Calibration was acceptable and quality control (qc) recovered within the lab ranges prior to running patient samples but recovered outside lab ranges after the event. The customer performed the dilution check, which passed. The customer performed an integrated multisensor technology (imt) system clean and ran qc, which recovered within acceptable range. Siemens concluded that the probable cause of the event is consistent with the flow through the imt. The customer was operational. The system is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Correction: sections d1, d2, and d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h4 has been updated to reflect the manufacture date of the instrument. Section h8 has been updated to reflect the usage of device for instrument.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed sodium (na) result obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) was acceptable on the date of the event. Siemens is evaluating the event.

Event description:
The customer reported that there was an erroneously depressed sodium (na) result obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician(s). The same sample was repeated on the original system. The repeat result was higher than the initial result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.